Manufacturer narrative:
(B)(4). Batch # r5a713. Investigation summary: the analysis results found that one psee60a device was returned with an endopath xcel trocar inserted on the shaft, the closing trigger and anvil opened and with the knife buckled in the joint cover area. A gst60g reload loaded on the device. The reload was received unfired. No functional test was performed due the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the knife to bend. If enough force is applied to the firing trigger the knife will buckle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric procedure, the stapler ¿exploded¿ when he went to fire the device on the third or fourth fire. When he uses the term ¿exploded¿, he said that where the articulation joint is, metal popped out as he fired the device. The surgery was not delayed due to the reported event. The procedure was successfully completed. Case completed with another device of the same product code. There were no patient consequences reported.